Event description:
Patient called to report for the past few weeks when she initiates treatment, she gets a "bolt of pain", sufficiently uncomfortable she has stopped using the device. The problem began about six weeks ago; she could not think of any change or event that might have precipitated the problem. Ps advised her to stop using the wearable while the bluewind medical investigate.

Manufacturer narrative:
Bluewind medical is providing this report in compliance with FDA 21cfr part 803. Patient feeling pain may be caused due to the implant functionality failure. As a result, a design history record review was performed to confirm the sterility of the implant. Similar failures from the past were reviewed and patient is being offered a free replacement-the initial request was sent to the hcp.